Manufacturer narrative:
(B)(4). A review of the device history records indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests including a 100% visual inspection. No anomaly was found.(B)(4). An examination of the complaint device confirmed the presence of a collagen peel-off. Therefore, the product, as it was received, does not comply with its specification.(B)(4). The evaluation is still in progress.

Event description:
It was reported that, prior to a surgery performed at the beginning of (B)(6) 2016, the collagen coating was detached from the graft. The involved product was not used. No patient outcome has been reported.

Manufacturer narrative:
(B)(4) upon investigation, the most probable root cause of the issue is that the collagen peel-off may have been generated during handling by the surgeon. This issue constitutes an isolated case and no corrective action is required. Please note that, as per instruction for use, care should be taken when handling the graft to avoid damaging the collagen coating.